Event description:
It was reported that a cartridge alarm occurred with multiple cartridges. There was no information regarding the impact on the customer's blood glucose level. The device is being returned for inspection, and a replacement pump has been issued.